Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the patient hospitalized for sylvian infarction, had a PICC-line inserted on (B)(6) 2023. On (B)(6) 2023, febrile spikes appeared with skin inflammation at the PICC-line site. Blood cultures taken on the device the same day were positive for pseudomonas aeruginosa. PICC removed, patient put on antibiotic treatment via peripheral catheter inserted on (B)(6) 2023, but inflammatory signs, so waiting for new PICC-line to be inserted. Difficulty collecting blood tests.

Event description:
It was reported the patient hospitalized for sylvian infarction, had a PICC-line inserted on (B)(6) 2023, febrile spikes appeared with skin inflammation at the PICC-line site. Blood cultures taken on the device the same day were positive for pseudomonas aeruginosa. PICC removed, patient put on antibiotic treatment via peripheral catheter inserted on (B)(6) 2023, but inflammatory signs, so waiting for new PICC-line to be inserted. Difficulty collecting blood tests. Additional information provided 6/26. Difficult to draw blood from this patient. Catheter maintenance practice: in-house protocol drawn up by the hospital hygiene department. Change of absorbent dressing every 72-96h (or as soon as soiled/wet/unstuck) with sterile gloves and 4-stage antisepsis of catheter insertion area: cleaning with mild liquid soap, rinsing with sterile water, drying, application of alcoholic antiseptic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.